Event description:
This pt was treated for the first and only time with dermagraft on or about (B)(6) 2010. He was suffering a plantar, neuropathic, diabetic wound on the right foot. He was well until five days later, when he noted many purple patches and blisters on the lower legs (primarily on the left side). He was evaluated emergently by a dermatologist, who noted that the pt was suffering a urinary tract infection. A skin biopsy demonstrated leukocytoclastic vasculitis, consistent with an allergic reaction to dermagraft, or caused directly by the urinary tract infection. The pt was treated with a short course of high dose prednisone, which was tapered after three days; also, the legs were treated with dombro's solution soaks. The pt was re-evaluated in the wound clinic one week after the dermagraft application. Throughout the pt's course, he remained clinically stable, other than the rash on his legs. He will be re-examined within the next few days. The treating physician believes that the pt suffered an allergic reaction to dermagraft or developed the rash as a complication of the urinary tract infection. No further specific testing is anticipated.

Manufacturer narrative:
Dermagraft is a cellular product is resorbed by the body, and therefore, is not available for eval by the manufacturer once it has been used for treatment.